Event description:
Customer reported that pump battery would not charge, and attempts with different adapters and cables were unsuccessful. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer reverted to an alternate form of insulin therapy.